Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of "turn off" was not reproduced. The device was connected to the ac power source and was able to turn on properly. Additionally the device was able to turn on when tested on battery mode. A review of the event history log revealed no evidence of "improper shutdown" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred upon device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.